Event description:
Additional information was received from the patient's treating physician that the patient's reported suicidal gesture was not related to vns therapy. It was reported that the patient has a personality disorder and the suicidal gesture was her coping mechanism. The patient reportedly changed her medications without a doctor's order and the medication change was not good for her in regards to treatment.

Event description:
The central rater group (crg), a team responsible for a secondary patient assessment for the treatment resistant depression (trd) d23 study registry, reported via a streamlined longitudinal interval continuation evaluation- condensed (slice- c) assessment form that a patient had one suicide gesture or attempt. The information was received via a telephone interview conducted by the crg with the patient on (B)(4) 2012. Further follow up from the crg revealed the circumstances surrounding the event. The patient reportedly had one 'minor" self-injury by which she cut herself on the wrist around mother's day. The patient was not sure of her motivation and the cut was not serious. She was able to rebound since then and become more stable since that time. The patient reported no reoccurrence of major depression. The patient reportedly gets moodier and frustrated around her period, but she has been able to scale back her zoloft dosage successfully. Additionally, the patient reported low mood about 20% of the time in the last week prior to her assessment. The patient reported mild nervous tension and being easily started. The patient additionally reported middle and terminal insomnia averaging about six hours. Appetite is increased. Patient denied suicidal ideation at the time of the assessment. At this time, the relationship of this reported self-injury event to vns therapy is unknown. Good faith attempts to obtain additional information from the treating vns physician have been unsuccessful to date. The patient has a prior history of suicide gestures in (B)(6) 2010. Please refer to MDR manufacturer report no 1644487-2010-01716. In this report, the treating physician reported that the events were not related to vns therapy and due to patient's normal disease state.